Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen, rainbow effect on screen and hard to read the display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that sometimes reservoir was not able to pushed, hearing unusual grinding noises from normal rewind noises. Insulin pump had unexplained and random no delivery alarm, insulin pump was rewind more than once per reservoir changed, buttons were stuck down when pressed and buttons was not responding always first pressed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No unexpected missing segments/partial display anomalies noted. No unexpected audio/vibrate alarm anomalies noted. Device received with minor scratched lcd window cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).